Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 6 months. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a bacterial infection of the driveline. The patient was treated with unspecified medication. The cause of the infection as due to the patient's condition. No further information was provided.

Manufacturer narrative:
The device remains in use supporting the patient and was not available for evaluation. A specific cause for the reported driveline infection could not be conclusively determined through this evaluation. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.